Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the lucas receiver cable's connector is broken and the assembly needs to be replaced. The part is currently unavailable. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the itrak 3000 would not initialize. There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.